Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
Complainant alleged that during a morning check, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. Customer also reported that the platform worked fine on a call. There was no report of any patient involvement. No further details were provided.